Event description:
Customer reported that the insulin pump returned a button error alarm. Customer reported that the insulin pump had recently been exposed to rain. Blood glucose level was 183 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with no escape button response due to flattened button dome switch. No button error alarm noted during our testing. Unable to perform prime/a33, excessive no delivery and displacement testing due to no escape button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.